Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal. Customer's blood glucose at time of incident was unknown. Customer tried different set/lots or cannula lengths and high pressure test is not possible. Customer insulin is not expired or dentured, site are rotated and tubing is not bent or kinked. The customer insists on replacing the pump. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.